Event description:
It was reported that oversensing was noted on the ventricular channel. The patient received inappropriate hv therapy as a result of the oversensing. A chest x-ray was performed and it is suspected that a microdislodgement may have occurred. The lead was capped.

Manufacturer narrative:
Na